Event description:
It was reported that the patient was replaced with a transparent dressing of PICC catheter. On (B)(4), it was found that the transparent dressing on PICC catheter fell off, resulting in the PICC catheter being prolapsed and the exposed part extended (25 cm). Reopen the puncture bag and use the guide wire to extend the catheter into the superior vena cava. No other incident reported. Patient condition is fine.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the issue. The sample did not display the issue, functional test was performed which showed the product is able to perform as it should do. A potential root cause can be the adhesive processing of the product. Generally, where more adhesive is present, the adhesive performance is increased. During the adhesive spreading process, in-process checks are undertaken for this product. Each roll of adhesive spread material is checked to ensure the correct adhesive weight has been applied. Only product meeting the release criteria will be passed on for further processing.